Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a low-speed advisory alarm and reduced pump speed down to the 7000's. A review of the log files revealed that 238 pulsatility index (pi) events overwrote the log file. The lowest speed recording in the log file was 9490 rpm. The patient was given an ungrounded patient cable. They remain under watch to see if the low-speed advisory alarms would return. As of 11mar2022, there were no further low speed alarms, and the patient was discharged home on the ungrounded patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account could not confirm the reported low speed advisories. A specific cause as well as a direct correlation to heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file captured no low speed advisories in this log file, only numerous pulsatility index (pi) events. Throughout the captured data, elevations in pump power as high as 9.3 w were captured. Corresponding elevations in pump flow, as high as 10.3 liters per minute (lpm), were also captured. The pump operated above the low speed limit for the duration of the log file. A specific cause for these findings could not be determined through this evaluation. Additional information communicated on 03mar2022 stated that the customer was concerned about low speed advisories, which were not captured within the submitted log file. The patient was given an ungrounded patient cable. It was noted on 11mar2022 that the patient did not have any additional low speed advisory alarms in their history after being kept on an ungrounded cable. The patient was discharged home on an ungrounded cable. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2017. The heartmate ii lvas instructions for use (IFU) (rev. H) and the heartmate ii patient handbook document (rev. G) are currently available and contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for and clean the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.